Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for investigation and the algorithm worked as expected. Upon review, 2 out of 3 analyzed ECG segments did not meet the criteria for a shockable rhythm, leading to a "no shock advised" prompt. The device passed all testing successfully, and the algorithm worked as expected based on the analyzed data. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.